Manufacturer narrative:
The samples were serum. Ratio pump mod was completed on (B)(4) 2011. Qc has been within established ranges. A bec field service engineer (fse) replaced the na electrode and the carbon bridge.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to receiving erroneous low anion gap issues on the synchron lx 20 pro system. The customer suspects' low sodium (na) results may have caused the low anion gaps. The erroneous results were not reported out of the laboratory. The samples were repeated on an alternate instrument and higher results were obtained and the results amended. No change to patient diagnosis or treatment is associated with this event.